Event description:
The user facility reported a 30-year-old male patient undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was clot ingestion concerns due to the low flows. The low flows had been treated by blood volume delivery. The patient had a known small left ventricle (lv). The low flows prompted the team to explant and replace the pump.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. It was reported that motor current spikes and suction alarms occurred on the date of the event. Per the data log review, the cause of the low pump flow issue was biomaterial ingestion.